Event description:
Advanced bionics was made aware that the pt developed a skin infection at the implant site due to a clip of bone was wax in the skin flap. The pt was treated with levaquin for 3 weeks. On (B)(6), 2005 the pt had the bone wax chip removed.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event closed. After the bone wax chip removal surgery, the pt did not require any other treatment. The pt remains implanted. This is the final report.